Event description:
It was reported that an ilet touchscreen cracked after the device was dropped from a kitchen counter, and although the device remained functional, it was no longer watertight and required replacement; the user experienced hyperglycemia with a reported peak of 355 mg/dl for approximately two hours while using a g7 sensor and did not use backup therapy or perform ketone testing. Symptoms included feeling off, thirst, and frequent urination. Outcomes included interruption of normal device use and the need for device replacement. Investigation included customer interview, verification of device details, and review of user-reported glucose data and circumstances of damage. Investigation of this device revealed physical damage to the display assembly consistent with user-induced damage from impact, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage due to accidental drop.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.